Event description:
It was reported that patient presented in emergency room. It was noted that right ventricular (rv) lead exhibited intermittent capture with high capture threshold. It was also noted that impedance was high, and low r wave amplitude variation. Programming changes were made resolving the issue. Patient condition was stable.